Event description:
It was reported that another company's stent was placed in the lad and the physician tried to cross the stent with a 2.25x23 miniversion; however, this was unsuccessful. When the physician pulled back the stent into the catheter it caught on the previously placed stent and dislodged. The dislodged stent was snared successfully and removed from the patient. There was no patient effect.